Event description:
Reporting some defects that were observed during dr. (B)(6) first stealth axis case on wednesday (B)(6)2026. While a patient was present, none of these issues caused a delay to the surgery nor any patient safety concerns. The procedure was a l3-l5 stealth axis + autopilot case with 3dto- fluoro registration. All issues occurred during the case and were able to be bypassed. Could not translate or rotate s1 generic trajectory. Blue ¿fine tune adjustment¿ buttons worked though. No case delay or patient safety issue, but confusing for rep. Used buttons and moved on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).